Event description:
Medtronic received a report that the patient experienced acute/subacute cerebral infarction and hemorrhage as indicated by MRI in the left frontoparietal para-insula, lateral ventricle and basal ganglia. The onset date is (B)(6) 2024 and the outcome status was not recovered/not resolved. This is not a recurrent or new stroke. Rationale for relating adverse event (ae) to system or procedure is preoperative vascular occlusion, and reperfusion injury can cause bleeding after canalization. The ae has a causal relationship with the disease under study, and a causal relationship to an underlying condition. Ae did not result from device deficiency. The patient's baseline modified rankin scale (mrs) score was 0, baseline national institutes of health stroke scale (nihss) 13. The site assessed this event as not causing congenital anomaly, death, disability, hospitalization or medical intervention and not considered life-threatening. The site assessed this event as not related to the device and possibly related to the procedure. Pre-procedure mtici score 0, final post-procedure mtici score 2c.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.